Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 due to pop, cystocele and rectocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and other unspecified issues. It was reported that patient underwent excision of mesh on an unknown date for mesh erosion. Patient also underwent excision of mesh on (B)(6) 2012 and (B)(6) 2012 due to mesh erosion. Patient underwent mesh removal due to mesh erosion on (B)(6) 2013. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.